Manufacturer narrative:
The engineer explained the correct operation of the orientation switch on the geometry module, and after adjustment, the system operated as expected. The equipment was returned to use and the client was informed of the resolution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the lateral arm moved in an unintended direction..the clinical use of the system was in use. There was no harm reported to philips.